Event description:
It was reported that a patient underwent a left premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a left sided premature ventricular contraction (pvc) procedure, a pericardial effusion was diagnosed via ice catheter, after the procedure was completed. A pericardiocentesis will be performed by the physician. The patient was stable at the time of the call. The catheter is available for analysis. No other details were available at this time. Carto 3 sw version 7.1.80.33. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, c3 system, irrigation, and deflection evaluation of the catheter. Visual analysis of the returned device revealed that a bent was observed on the body shaft of the device. A product investigation was performed on the returned device and electrical issues were observed. Further investigation revealed water leakage from the handle, creating electrical leakage on the internal electrical components. The catheter was dissected, in accordance with bwi procedures. The irrigation tube was found damaged exactly in the bent on body shaft next to the tip client. The damage observed could be related to the device handling; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30712898l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. With the available information, the investigation results cannot be related to the adverse reported by the customer. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. (B)(4). Manufacturer's reference number: (B)(4).